Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with his scs system on (B)(6) 2009. It was reported that the pt experienced a loss of stimulation from the system on (B)(6) 2009. Evaluation of the lead impedances found that one contact was invalid. Reprogramming was attempted but this did not restore full stimulation. An x-ray confirmed that the lead had partially pulled out of the ipg header. The physician reinserted the lead on (B)(6) 2009 and pt is reported to be doing well. No devices were returned to ans for evaluation.